Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that nothing came out of the bd nano¿ 2nd gen pen needle during the priming process. This occurred 1 time each in lot 0008841 and an unspecified lot. The following information was provided by the initial reporter: "family member of consumer reported some of the bd nano 2nd gen pen needles do not work. Stated she puts them on the pen, tries to do the 2 unit flow check and nothing comes out. Stated almost daily she has to go through 2-3 pen needles to complete an injection. Stated this has happened with 2 boxes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0008841 medical device expiration date: 2025-01-31 device manufacture date: 2020-01-08 medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nothing came out of the bd nano¿ 2nd gen pen needle during the priming process. This occurred 1 time each in lot 0008841 and an unspecified lot. The following information was provided by the initial reporter: "family member of consumer reported some of the bd nano 2nd gen pen needles do not work. Stated she puts them on the pen, tries to do the 2 unit flow check and nothing comes out. Stated almost daily she has to go through 2-3 pen needles to complete an injection. Stated this has happened with 2 boxes."